Event description:
It was reported that patient had a non device related fall which probably cause lead high impedances. It was also reported that patient experienced loss of stimulation despite of multiple reprogramming and underwent leads explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred in january 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4). Sn: (B)(4). The returned lead was analyzed and revealed that all cables were completely broken at the bent location of the lead. The bent or kinked location is 1 cm from the set screw mark of the click anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the click anchor resulting in the reported complaint. With all the available information, boston scientific concludes the reported event was confirmed.